Manufacturer narrative:
The reported malfunction was observed and attributed to a disconnected el display flex cable. The cable was reseated to correct the malfunction.

Event description:
During a routine shift check by a clinician, the device intermittently powers on with no display. There was no pt involvement in the reported malfunction.